Event description:
A report was received that stated a nurse received a needle stick. The report stated that the nurse attempted to engage the safety device using both hands (rather than with one hand and a hard surface as per device instructions for use). According to reporter the needle bent during capture and needle was not fully captured in the safety device and nurse did not notice the needle had bent. The nurse was stuck with needle. There was no report of incident related medical sequelae and no treatment was reported. The device was discarded and is not available for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.